Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: the hospital gave feedback that the tissue layer for intraoperative suture was skin tissue, and the suture method was continuous suture. After the problem of pulling off suture needle happened in surgery, the surgeon immediately replaced a new suture (with specific product information unknown) for continuous suture. The subsequent surgical suture was successful. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a left breast mass resection procedure on (B)(6) 2024 and suture was used. During the procedure, the patient had a left breast lump and underwent surgery . During the suturing process, the problem of pulling off suture needle happened . The doctor replaced the suture with a new one and continued the suturing. This incident prolonged the surgery time, increased the surgical risk, and increased the cost, posing a safety hazard. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: it was reported that "this incident prolonged the surgery time, increased the surgical risk, and increased the cost, posing a safety hazard." * were there any patient consequences? * were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? * was there any safety hazard observed during procedure or post operative care? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) -contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.